Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The patient samples were initially sampled through the closed tube aliquoter (cta) portion of the unicel dxc 600i synchron access clinical system in question. The customer then reanalyzed the patients' samples directly on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system after manually aliquoting and re-centrifugation of the samples and obtained negative results for both patients. The customer stated that the elevated troponin I (access accutni+3) results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer noted that their quality control (qc) and calibrations were performing within specifications. The patients' samples were collected in a serum tube. The samples were centrifuged at 3,601 rpm (revolutions per minute) for ten (10) minutes at room temperature. No issues with sample integrity were noted by the customer.